Event description:
It was reported that while preparing for implant, interrogation of the pulse generator took a long time and when complete, an error message appeared prompting to reboot the programmer and reinterrogate the device . Interrogation of the device a second time was again slow. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.